Manufacturer narrative:
(B)(4). A trend review for the last 5 years on the same defect type and catalogue number/product type is as below (rationale for 5 years is to align with shelf life. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. Based on the complaint description, it was reported that the transurethral catheter had to be removed because it was not properly positioned, and it was observed that the balloon was torn. Balloon torn may occur due to various reasons such as in contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation or over inflation. This might also cause by excessive force applied during the usage stage that could further initiate the torn balloon. Other remarks: in our standard operating procedure, there are several stages or visual inspection being carried out. The raw balloons are subjected to 100% visual inspection using magnification lens. Defective raw balloon will be culled out before sent to the next process. After assembly, all foley catheters are then subjected to leak test whereby the balloons are inflated, inspected and left for 20 minutes to detect reduction in size in which indicating a leakage in the catheter system. Product that passed this test will be subjected to the next process. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of the reported failure. Therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the transurethral catheter was inserted on (B)(6) 2017. And it was removed on (B)(6) 2017 because it was not properly positioned. Then it was observed that the balloon was torn. There was no consequence for the patient.